Event description:
The intellanav stablepoint catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the flushing issues occurred. A speed error occurred after completing the priming; therefore, the tubing set was set-up again, the ablation catheter was connected, and attempted to flush with 60cc, however, the 60cc was not flushed from the tip of the ablation catheter. The tubing set was then replaced, and another flushing was attempted, but the event persisted where the 60cc could not be flushed; therefore, the ablation catheter was replaced, and the flushing of 60cc was able to be performed without further issues. The procedure was completed succesfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The device did not have visual defects. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The device was connected to a metriq pump and was purged at 60 ml/min. The pump was programmed to 30ml/min and the device cannot be irrigated. The unit was submerged in the ultrasonic cleaner, after that, the irrigation was correct, however the tip was opened for double check the integrity of the flow ports.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the flushing issues occurred. A speed error occurred after completing the priming; therefore, the tubing set was set-up again, the ablation catheter was connected, and attempted to flush with 60cc, however, the 60cc was not flushed from the tip of the ablation catheter. The tubing set was then replaced, and another flushing was attempted, but the event persisted where the 60cc could not be flushed; therefore, the ablation catheter was replaced, and the flushing of 60cc was able to be performed without further issues. The procedure was completed succesfully without patient complications. The device is expected to be returned for analysis.